Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was "withing" labeled altitude range. Customer's blood glucose level was 323 mg/dl. Ultimately, the alarm cleared and insulin delivery was successfully resumed.